Event description:
Rptr alleged discrepant back to back glucose results of 389, 240, & 130 mg/dl when all tests were performed within 3 mins apart on the advantage sys. The location of the testing is not provided. As a result, no actions were taken or treatment rec'd reportedly. A request was made for the return of the suspect device and replacement prod was sent.